Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal connector was distorted due to bending. Visual analysis also noted the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the epicardial lead pin had a defect. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).